Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (regulatory body, healthcare professional, manufacturer representative) regarding a p atient who was implanted with expandable interbody device. It was reported that during postoperative x-ray follow-up examinations on (B)(6) 2024, it was observed during that there was a postoperative loss of this height expansion. The implant lost the height it had gained / cage collapsed. There was no patient symptoms reported. Procedure performed was transforaminal lumbar interbody fusion with dorsal instrumentation. There was no in-patient hospitalization/prolongation of existing hospitalization necessary and no additional/revision surgery performed or planned. There were no further complications reported regarding the event.

Event description:
2024 jan 8, update received pre op diagnosis is degenerative antelisthesis meyerding grade I with consecutive severe spinal canal stenosis schizas d.

Manufacturer narrative:
Radiographic image review: image 1- ap lateral x ray 2 panel large l5-s1 interbody fusion with pedicle screws cement augmentation. Image 2- ap lateral x ray. The l5-s1 graft appears collapsed in image 1 versus image 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.